Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. A non-qualified lens modal, and unspecified company handpiece, and two non-qualified viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. Information was provided in the initial report description that, per the surgeon, the capsule rupture was not related to the (associated) intraocular lens (iol). A company lens was scheduled to be inserted but changed to company other model lens because of capsule rupture. A non-qualified cartridge and two non-qualified viscoelastic were used with the company other model lens. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, posterior capsule ruptured and so the vitrectomy was performed. After the surgery, the patient reported no uncomfortable feelings. After surgery the patient developed infectious endophthalmitis. The patient also had corneal edema, cells and flaring, fibrin, keratic precipitates and vitreous opacity. The patient was treated with unspecified corticosteroid eye drops, unspecified antibiotic eye drops, unspecified non-steroidal anti-inflammatory drugs (nsaids) eye drops. According to the surgeon, the capsule rupture was not related to the iol. There are two medical device reports associated with this complaint. This report is 1 of 2. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.